Event description:
During t2 tibia nail surgery, it was confirmed that the nail holding screw could not be inserted to the nail handle. It became impossible to continue the surgery. Other instrument set was arranged and the surgery was resumed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional device: 1806-1002 nail handle t2 tibia lot #unk.